Manufacturer narrative:
Steris endoscopy learned that the patient was being treated for cancer. User facility personnel successfully administered one spray near the gastroesophageal junction in the upper stomach. The monitor provided notification to stop cryotherapy treatment as the patient's belly became hard. It was reported that the patient stayed overnight at the hospital and was discharged the following day. The log files for the trufreeze system were reviewed and no abnormalities were noted. The instructions for use (1500503) contains the following instructions, "do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist." The instructions for use (IFU 1500509) contains the following instructions, "the instructions for use (IFU 1500509) provides the user with the following information: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area. The physician should use caution when applying cryospray in any organ where stricture or collapse is likely. The physician should use caution when considering cryospray for this high-risk patient situation, specifically regarding the ability to vent or extract gas. Physicians should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting or nitrogen as, resulting in increased gas pressure. During cryospray, the patient must be monitored for abdominal distention and cryospray must be stopped if the abdomen becomes distended, if using in the esophagus. Liquid nitrogen expands more than 700 times when changing from a liquid to a gaseous state. It is imperative for patient safety that adequate venting is used to remove gas created during cryospray." A steris territory manager offered in-service training on the proper use and operation of trufreeze console; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported a gastric perforation was detected in a patient while undergoing a procedure which included use of trufreeze cryospray therapy. No additional medical intervention was required.